Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during the revision to replace this pacemaker for normal battery depletion, the right ventricular (rv) lead was surgically abandoned for continued impedance measurement anomolies and noise. A fracture of the rv lead in the clavicle area was confirmed via x-ray. The pacemaker was explanted as planned. The device and lead were successfully replaced and no adverse patient effects were reported.

Event description:
Boston scientific received information that lead safety switch (lss) was activated and was observed for this pacemaker. Additionally, oversensing of noise was noted. A boston scientific technical services (ts) discussed troubleshooting options. The patient will be monitored through follow-ups. Additional information indicated that the patient had a procedure that corresponded with the lss. This device was re-programmed and remains in service. No adverse patient effects were reported.